Event description:
It was reported that the patient stated he cut himself with the samples received from his doctor.

Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "rough or irregular shape protrusions". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated he cut himself with the samples received from his doctor.